Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated ventilator's touchscreen was freezing up while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. There was no patient harm reported.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim) assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issued could not be duplicated. The root cause could not be identified.